Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient's incision site hurt being in a wheelchair and pushing on it all the time. Contributing factors and actions/interventions taken to resolve the issue were unknown at the time of the report. It was reported that the issue was unresolved at the time of the report. Additional information was received. Patient reported their controller would not work, it could not find device. Contributing factors and actions/interventions taken to resolve the issue were unknown. It was reported that the issue was unresolved at the time of the report. Additional information was received. The patient reported they were in a hospital with a uti which had exasperated their ms. Contributing factors and actions/interventions taken to resolve the reported issue were unknown. It was reported that the issues were unresolved at the time of the report. No further complications were reported or anticipated.